Event description:
Customer reported an image quality issue. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not duplicate the reported problem. Ge rep performed various alignments and calibrations as preventative measures. Sys operates as intended.